Event description:
The customer stated that the axsym rubella lgg reagent calibration failed generating error code 1018: calibration check failure, cal a results too high, on the axsym analyzer. Abbott field service engineer (fse) checked to ensure there were no bubbles in the sample cup. The fsr also washed the probes and cleaned the bulk solution 1 and 3 dispenser. No impact to patient management reported.

Manufacturer narrative:
(No consequence or impact to patient), (calibration error) (error message given), this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.